Event description:
It was reported that the patient was 3 weeks post-op from a surgical lead placement. The patient was getting stimulation the day of the new lead implant and last week. Today, the patient was getting stimulation inconsistently and intermittently during reprogramming. During reprogramming, the patient would not feel any stimulation when the manufacturing representative (rep) programmed 3 electrodes on one side of the paddle or the other. The patient would feel stimulation on the side of the paddle if a 4th electrode was programmed at around 4.3v. The rep had tried programming across all the rows of the lead and the patient would not feel anything at max voltage. The patient had been feeling stimulation in the hand, back, legs, and arm during reprogramming today. The lead was in the thoracic area. Group z = 385 ohms and electrode impedance range was from 650 to 750. There were no falls since the revision. It was unknown if there was scar tissue in the surgical lead area. Imaging showed the lead had shifted down and was tilted. The cause of the lead shifting and tilting was not determined and it was unknown if it was device related. The patient kept stimulation off for now and they were not receiving effective therapy. They waited a week to re-evaluate. It was later reported that the patient had an x-ray and her paddle was almost completely out. The patient was in the operating room (or) having the paddle repositioned and the battery replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there were no issues with the battery, but it was replaced anyhow. The cause of the lead migration was not determined. The patient was recovering fine from surgery and was receiving therapy. Whether it was effective was to be determined. It was noted that pocket was made deeper and there was a complete migration of the "stim." They went in at t10 and tip of "stim" was at t8 and anchored at t7. It was later reported that the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).